Event description:
User facility reported a novasure procedure was completed on a pt with a "small <2.5cm retroverted uterus" and cavity width of 1.8cm. The pt returned to the emergency room 36 hrs following the procedure with abdominal pain. It was determined that she had "sustained a thermal burn through the uterus and small bowel." It was also reported the pt had a hysterectomy (date and reason for hysterectomy unk) and that the pt is now doing fine.

Manufacturer narrative:
A review of the mfg records for the identified serial number. For the radio frequency controller was conducted. There were no reworks or observations noted at time of manufacture and qa released the controller on 05/29/07. No relationship can be established between this controller and reported observations. Device history review was conducted for the reported lot number of the disposable device. Currently we are unable to establish a relationship or impact to the reported observation due to no product return or serial number provided. The devices involved in this event were not returned; therefore, an investigation was unable to be performed. According to the IFU under the contraindications section: the novasure impedance controlled endometrial ablation system is contraindicated for use in a pt with a uterine cavity width less than 2.5cm, as demonstrated by the width dial of the disposable device following device deployment.